Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned lpct, lot #8532055. The defect was identified as degraded compound (resin) that is partially embedded in the tubing wall and extends into the fluid pathway. The cause of the reported problem is degraded compound (resin) that collected on the extrusion tooling and became partially embedded in the tubing as it was formed during manufacturing. A 12 month review of complaint history determined the frequency to be (B)(4) complaints per million (cpm) for similar defects.

Event description:
The site reported the following: a foreign body that "looks like a gnat" was visualized in the low pressure connecting tubing set (lpct). This was observed prior to use and the tubing was never used on a patient.